Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. It was noted that the balloon did not appear to be folded correctly. Operations engineering reviewed the device and it is undetermined when the folding issue occurred. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 79.6cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-aug-2017. It was reported that shaft kink occurred. The 75% stenosed, 14x1.4mm target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, during the procedure, the shaft was kinked approximately 30cm from the hub. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break. It was further reported that the shaft broke during advancing of the device into the patient.